Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture thresholds were 0.625v (B)(6) 2016, then rose out of range by (B)(6) 2016 and remained high.

Event description:
It was reported that two weeks post implant the right ventricular (rv) lead thresholds were high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.